Manufacturer narrative:
Method: device history record review. Results: visual inspection of the returned product found the lens optic torn into two pieces. The lens was returned dry and there was evidence of clear surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Diopter: 13.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens into the patient's left (os) eye. After insertion a crack or line was noticed on the optic of the lens. The lens was cut to remove, the incision was not enlarged. Another lens, same model and size was implanted. No suture was required. No injury to the patient.